Event description:
The customer observed biased results on the vitros dt60 analyer. Biased results could lead to inappropriate physician action. No biased results were reported. There was no report of patient harm as a result of this event.